Event description:
Caller reported a cartridge alarm 30. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to put the pump into storage mode and send it back using a provided return box and pre-paid label. A replacement pump was sent to the customer, and they were advised on steps to take upon receiving the new pump.